Event description:
A review of service data detected a reportable event. During servicing electrode belt sn (B)(4) was found to have a disconnected cable from a rear therapy electrode to the distribution node. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon eval a cable was found to be disconnected between a rear therapy electrode and the distribution node. The root cause of the disconnected cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt.